Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on february 3, 2021 with blood glucose of over 600 mg/dl. Customer treated with insulin drip in the hospital. Customer declined troubleshooting. The insulin pump will not be returned for analysis.